Manufacturer narrative:
H6: investigation summary: a 2420-0007 sample was received and tested by our quality team. The customer's complaint of separation with leak at y site was tested but there was no issue with the set. All junctions of the tubing were tested with pull test and visual analyses. The set was then tested by infusing saline solution and there was no issues or leaks. The separation and leak were not verified with the provided set and the root cause is unknown. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported while using a bd alaris pump module smartsite infusion set the tubing disconnected. There was no report of patient impact. The following information was provided by the initial reporter: while IV fluids infusing, tubing came disconnected at y-port, saline infusion went onto patient.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd alaris pump module smartsite infusion set the tubing disconnected. There was no report of patient impact. The following information was provided by the initial reporter: while IV fluids infusing, tubing came disconnected at y-port, saline infusion went onto patient.